Event description:
During placement on 8/25/97, catheter folded over on the end instead of "slipping right in." Catheter "accordioned". On 10/21/97, leak was reported. Leak was initially believed to be external by the reporter.